Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The bur and concomitant device (5100015252, lot 13336) subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken. Investigation results on the concomitant device had confirmed debris in the nose of the attachment, which have the potential to create build-up, not allowing the bur to release as intended and potentially break. The debris was potentially as a result of improper cleaning techniques. The IFU (instruction for use 5400-015-735 rev-ec) recommends cleaning and sterilization procedures.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.